Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error alarm due to j6 connector resistance issue. No blank display during testing. No battery cap cracked/damaged found during visual check. However, pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm as well as blank display. The customer¿s blood glucose was unknown. Customer also reported that the multiple power loss issues. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the contacts on the battery cap was damaged. Customer states the display was not blank less than 30 seconds and did not return. Customer troubleshoot was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.